Event description:
Patient reported that the back to back test readings on the ss meter were 59 and 118 mg/dl (67% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Control solution test reading was in range. The meter is not cleaned according manufacturer's product recommendations and was replaced. Lfs representative reviewed qc procedures and meter/lab comparisons. There was no allegation of harm.